Event description:
In 2009, the patient reported that air bubbles form in the insulin cartridge approximately 2 hours after use. This has been ongoing for one year. She stated that her blood glucose was elevated to 215 mg/dl as a result of air bubbles. She changed her infusion site and bolused to lower her blood glucose. Her target blood glucose level is 150 mg/dl. She stated she allows insulin to reach room temperature prior to use. She stated that she fills the insulin cartridge to 250-310 units and she makes several attempts to properly adjust the piston rod to meet the bottom of the insulin cartridge. At the time of the report, there was a "huge" air bubble at the top of the insulin cartridge and she stated she would prime it from the system. Upon follow up the following month, the patient stated she changed the insulin cartridge today and continued to experience air bubbles. She stated she does not attach the infusion tubing and adapter to the insulin cartridge prior to insertion and she was advised to do so. Four days later, the patient stated that her blood glucose returned to normal but she continues to experience air bubbles. She stated she would change the adapter. One week later, the patient reported she had no further issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.